Event description:
Ems personnel were attending to a pt, condition unk. Allegedly the screen read monitor and would not respond to the pushing of any buttons. The als crew arrived and continued treatment with another device. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.